Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick canister was dropped and hence it broke. Also stated that the purewick urine collection system in the hospital had very strong suction and it was very noisy. It was noted that the purewick accessory kit was replaced on (B)(6) 2021 and patient had been using the purewick product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "inadequate component (pump and relief valve) selection". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (purewick machine) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the purewick canister was dropped and hence it broke. Also stated that the purewick urine collection system in the hospital had very strong suction and it was very noisy. It was noted that the purewick accessory kit was replaced on 25aug2021 and patient had been using the purewick product for more than 90 days.